Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample a premature deployment could be confirmed. The deployment mechanism was found unused but the stent was found deployed. A guidewire issue could not be confirmed because during evaluation a system compatible 0.035" guidewire could be easily inserted and fully advanced. Besides the deployed stent, the delivery system and grip were found in good condition. Based on the available information, a definite root cause for the problems experienced by the customer could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: 'prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter' and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. Regarding the use of accessories the IFU states: 'the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guidewire.' Regarding potential damages of the device prior to use the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'.

Event description:
It was reported that during preparation for a stent deployment procedure, the stent delivery system was allegedly unable to load over the guidewire. It was further reported that the vascular stent allegedly deployed from the delivery system as it was being loaded into the introducer sheath. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stent deployment procedure, the stent delivery system was allegedly unable to load over the guidewire. It was further reported that the vascular stent allegedly deployed from the delivery system as it was being loaded into the introducer sheath. There was no patient contact.